Event description:
Medtronic adapta dr was being monitored for battery change. Had met with cardiologist regarding husband in rehab for strengthening following a long bout with cellulitis. Cardiologist told me we had time months of pacing after pacemaker reported it needed replacing. We felt totally safe with this reassurance. On (B)(6) 2014 leads to atria shut off, sending husband into acute pulmonary edema and new onset congestive heart failure. Two days hospitalized then sent home with physical therapy. Pacemaker check 2 weeks later verified the loss of power to atria. Husband very weak. Was told pacer would last at least 3 more months. I asked to wait 2 weeks so that he could regain some strength and reserve. Cardiologist said his hope would be that husband would return to previous energy level with new pacemaker. Instead, husband slipped quickly toward death. The week he died his heart rate was 40 to 43 bpm. Reported this to cardiology tech. Was told cardiologist would phone. No further communication. Crematory is saving pacemaker for further investigation.